Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was analyzed.